Manufacturer narrative:
This report serves as summary reporting of eight (8) death events. The notification of these events was provided between 1/22/2007 and 2/2/2007 by the law firm as a result of claims.